Event description:
It was reported by the patient that there were inappropriate shocks, no shocks when there should have been, seizures, memory loss, "all kinds of heart problems", was on the ventilator and near death multiple times and "my kidneys are shot". Follow up found that there was one episode of t-wave oversensing (twos) and the patient received an inappropriate shock once for atrial fibrillation with rvr. The lead remains in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).